Manufacturer narrative:
Date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Explant date: 2021.

Event description:
It was reported that the patient underwent an explant due to inadequate stimulation. The explanted device was retained by the medical facility and will not be returned.